Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-sensed t-wave over-sensing following premature ventricular contractions. Programming changes were made which resolved the issue. The patient was stable.